Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was 522 mg/dl. Customer addressed their bg with a correction bolus via pump and manual injection.